Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Info was provided that an approved cartridge and handpiece were used. The viscoelastic used has not been qualified for this lens/cartridge combination. There have been no other complaints reported in the lot number. Additional info was requested on 02/29/2012 and 03/07/2012 by phone, fax, and mail. Additional info was received in a follow up phone call on 02/29/2012. A completed questionnaire was received on 03/07/2012. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she cannot see at near or intermediate distances. She reported that she sees halos on car lights at night and when her eyes are dry "it feels like glass" is in her eyes. The consumer reported the halos on car lights prevent her from driving at night. The consumer is upset that she has to wear glasses to be able to read. The consumer also reported she is having difficulty seeing when in the sunlight. In a follow up phone call with the consumer, she reported the halos started immediately after the iols were implanted. Her surgeon and her eye doctor have told her she would need time to adjust. Her eye doctor told her the lenses "looked good" and had no cloudiness. The consumer reported her doctor prescribed glasses for driving and they do not help with the intermediate vision or halos. She reported the eye dryness was there from the start and her surgeon gave her drops. She reported her eyes hurt the most in the morning and late at night. The consumer further reported that she had noticed that her eyes become blurry around 10:00 pm. In a follow up, the surgeon reported he did not feel the iol caused or contributed to the event. He stated "there was no event, only normal cataract surgery." The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.